Event description:
Four devices/ torque handles were returned for evaluation; it was not indicated which device was suspected vs all devices suspected. Additional complaints were opened against the lots returned (2 devices are from the same lot). This is report 2 of 3. It was reported a revision surgery was required due to the device issue. On (B)(6) 2015 the patient underwent a revision procedure for an interbody implant that had migrated postoperatively from the initial procedure 9 weeks prior. During the revision procedure the surgeon noticed that the rods on each side of the construct were loose and could translate within the pedicle screw tulip. This was due to the loosening of the locking caps. The interbody was removed and the construct was stabilized.

Manufacturer narrative:
There was a single event in which seven medwatch submissions were filed conservatively as there was no single/direct allegation on an individual concomitant product used during initial surgery. During the review of the DHR for lot w12117 it was concluded that the product was inspected and accepted for use and met all specified parameters of the receiving inspection report with no associated nonconformance specific to the product issue. This surgical instrument was one of four torque handles returned as a result of the investigation. It is unknown if this specific instrument or any of these four instruments were used in this specific surgery. The specific torque handle was not recorded in the operative notes. This device was torque tested and met specification. Since there is no failure of this device to perform to specifications, this investigation has been concluded that this device did not cause or contribute to the event and performs as intended.